Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting, angle closure, with elevated intraocular pressure, significant reduction of irido-corneal angles and peripheral anterior synechiae. A secondary yag was performed to enlarge/addition of pis. The patient is taking medication for the pressure.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens with pen markings and fibers on lens surface. Dimensional inspection found lens was within specification. (B)(4).